Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions). Corrected field: g1 (contact person ¿ mfg site). Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse connected the trainer and balloon and autofilled and ran the iabp unit without error. The fse then performed a system leak check, and no leaks were detected. The error log indicated that this could have been condensation build up related. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted if additional information is provided. The full event site name in is (B)(6) hospital. The full name of the initial reporter that is abbreviated in is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an auto fill error. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.